Event description:
Complaint indicated that the casters would ratchet when brakes were engaged. No injury alleged.

Manufacturer narrative:
Technician found hex rod screw broken off causing rod to move and damage brake mechanism. Replaced four casters to resolve this issue.